Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inserted the cartridge outside of the load sequence and subsequently a malfunction alarm occurred. There was no reported impact to blood glucose. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed.